Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the case, reservoir tube lip, belt clip slot, battery tube threads, a stained address/serial number label and missing end cap sticker also noted.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system alarm. Customer's blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.